Manufacturer narrative:
Correction: d6a.

Event description:
Related manufacturer reference number: 2017865-2024-00971 2017865-2024-00973 it was reported the patient presented for an explant procedure of a competitor pacing system due to an unrelated infection and subsequent implant of a leadless pacemaker. It was noted the laser lead extraction procedure for the competitor leads was difficult. About ten minutes after the leadless pacemaker was fixated successfully, the patient started decompensating. No effusion or tamponade were noted. A surgical team arrived and performed an exploratory surgery where it was discovered there were multiple tears in the hepatic veins. The physician was unclear about the cause of the tears but did attribute it to the overall procedure. The patient passed away as a result of the vascular damage.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.